Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the stimulation would not turn off. It was reported the ins was off and all programs were at 0 during the call. The rep reported they met with the patient to improve stimulation and were able to get stimulation in patient's foot as requested. Sudden changed in symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the stimulation not turning off was not determined. The rep reported that no actions/interventions were taken to resolve the issue. The issue was resolved to the rep¿s knowledge. No further complications were reported.